Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure, the device was jamming and not locking in the needle. The needle fell out into the patient's cavity and was retrieved using grasper. Needle reloads were not loaded on the device as well. Another device was opened to complete the procedure.there was no patient injury.